Event description:
A pt reported experiencing inaccurate erratic results with a sse meter. The pt's blood glcose results were 258, 148 mg/dl. Tests were done within 10 minutes with a difference of 48%. Pt did not experience any adverse events. No further info has been reported.